Manufacturer narrative:
The previously applied (B)(4) are no longer applicable and have been updated/replaced with (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. The pump had been empty since (B)(6)2014 and therapy was not intentionally discontinued. No patient symptom was reported. The healthcare provider was inquiring what the MRI (magnetic resonance imaging) MRI guidelines were for an empty pump. The pump was noted as having administered fentanyl of unknown concentration at an unknown dose rate.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare regarding a patient receiving an "other" drug via an implantable device. The indications for use were complex reg pain syndrome type I and spinal pain. The healthcare provider reported that the pump was empty. The healthcare provider stated that the patient reported the pump alarms every 10 minutes. The patient's pump had not been filled since (B)(6) . Compatibility guidelines were requested for an MRI and the healthcare provider requested to know if the MRI guidelines changed when the pump was empty. There were no patient symptoms reported. It was noted that the patient did not currently have a healthcare provider.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that per the healthcare provider she was told by the patient that the pump never worked for him and he had not been filled since (B)(6) 2014. The healthcare provider wanted to know if the pump could still be interrogated after being empty so long. There were no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.